Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. First photo sample shows top view of catheter with sample port connector and syringe. Second and third photo sample zooms in on end of catheter with inflated balloon. Fourth photo sample shows a paper with foreign writing. Fifth photo sample shows the return syringe and the foley catheter. No root cause could be found because the reported event was unconfirmed. The device history record review could not be performed without a lot number. The reported event is unconfirmed a labeling review is not required. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 10cc of sterile distilled water was injected, but 9cc was returned and the catheter could not be placed in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 10cc of sterile distilled water was injected, but 9cc was returned and the catheter could not be placed in place.